Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was intermittently working. The silicone jaw boot also detached while it was being cleaned. The harvesting had already been completed so the same unit was used to complete the procedure. The hospital did not report any pt effects. The product is being retained.